Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that syringe module administered a medication quicker than the intended programmed rate. Although repeatedly requested, they customer declined to provide additional information. There was patient involvement, however outcome is unknown.